Event description:
It was reported that during priming cadd medication cassette had fluid leakage occurred at the tube-connector interface. There was no patient involvement.

Manufacturer narrative:
B3 date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.